Manufacturer narrative:
Date of event is estimated. During processing of this complaint, patient weight and complete event information were not requested due to patient not consenting to further contact. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer reference number: 3006705815-2022-13790, 1627487-2022-02205. It was reported the patient experienced ineffective stimulation. Troubleshooting attempted to no prevail. As a result, the entire scs system was explanted to address the issue.